Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. No visual defects were observed. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation the reported failure "connection issue" was unable to be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable could not remove black evh extension cable from harvesting tool. No patient involved in case.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable could not remove black evh extension cable from harvesting tool. No patient involved in case.